Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
It was reported by the sales rep that towards the end of the laparoscopic sigmoidectomy procedure a small piece of the teflon pad detached and fell into the patient's sigmoid rectal junction. The device fragment was not able to be retrieved as it could not be visually seen when the patient's cavity was inspected. Upon removal of the device a visual inspection found that a small section of the teflon pad was missing in the middle of the grasping section with metal exposed. It was also stated that there were no x-ray performed. The intended procedure was completed without any delay or complication. It was stated that the reported phenomenon was attributed to over activation of the device during use. The device will not be returned as it was discarded after the procedure. The patient will be monitored to ensure there are no further issues.